Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer sometime change sets but usually just rewinds. The customer was advised to call when the alarm occurs in order to troubleshoot. Customer stated sometimes when he fills reservoir all the way, the plunger will fall out event though he has tightened it. The customer was unable to stay on phone, he will call back at his convenience for troubleshooting.